Manufacturer narrative:
Based on the additional review of the file, this report is updated from malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y anastomosis, while they were stapling the small bowel, there was a problem loading the reload. Also, the stapler was able to fire but no staples at all came out, only the blade cutting the tissue. At the beginning, the surgeon found some trouble trying to fire since the secure button didn¿t allow them to fire. When the secure button was pressed a few times the device was then able to fire. The central staple line was also incomplete. Another reload was fired to fix the line and complete the case. There was no patient injury.